Manufacturer narrative:
Literature article desyne novolimus-eluting coronary stent is superior to endeavor zotarolimus-eluting coronary stent at five-year follow-up: final results of the multicentre excella ii randomised controlled trial https://doi.org/10.4244/eijy15m10_04. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a literature article that a clinical study was carried out in which 71 male patients were treated with endeavor zes. The patients medical histories included diabetes, smoking, hypercholesterolemia, hypertension, stroke, previous mi, previous CABG, previous pci, unstable angina and an average ejection fraction of 64.4%. The patients all had a maximum of two lesions in epicardial vessels, stenosis between 50-99% and thrombolysis in myocardial infarction (timi) flow grade >1. The target lesions were located in the lad, lcx, or the rca. Five year follow-up results showed that the patient group treated with endeavor zes had suffered cardiac death, non-cardiac death, myocardial infarction,target vessel revascularisation, non-target vessel revascularisation, and stent thrombosis.